Manufacturer narrative:
E.1. Initial reporter facility: tennessee valley veterans affairs healthcare system. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no population issue. A technical support specialist (tss) determined that the station had more than 300 patients assigned, which caused all patients list to remain hidden until users entered search criteria. This behavior was expected and designed to maintain station performance when large patient volumes exist, especially with multiple areas, units, or extended patient inactivity periods configured. Per es documentation, stations with more than 300 patients required users to search by name or identification (ID) to filter results. Users were advised to utilize my patients list feature to manage and quickly access frequently used patient records. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient list did not display on the device as expected. Customer reported that they were required to manually add patients into the pyxis system. The patient information was not automatically populating on the station, which affected normal workflow and medication access. The issue was suspected to be software related. There were no delay or adverse events or injuries reported based on this event.